Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a medical event. The patient did not provide any more information. After three good faith follow up attempts insulet was unable to reach the patient for more information.